Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis. Medical records did not contain additional laboratory results for review. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Event description:
Medical records were received from the patient's treatment facility. The patient's peritoneal dialysis (pd) nurse reported the patient had a history of drain complications that was associated with the malposition of the pd catheter. On an unknown date, the patient was hospitalized for an unknown reason. During the admission, the patient underwent manipulation of the pd catheter in an attempt to improve the function of the catheter. On an unknown date in (B)(6) 2016 prior to (B)(6) 2016, the patient was discharged from the hospital. On (B)(6) 2016, the patient was admitted to a hospital due to a diagnosis of peritonitis and a malfunctioning dialysis catheter. On (B)(6) 2016, the patient underwent removal of the pd catheter. On (B)(6) 2016, the patient underwent placement of a central venous catheter for hemodialysis treatment via intervention radiology, and the modality changed to hemodialysis (hd). On (B)(6) 2016, the patient underwent creation of a right arteriovenous fistula. The patient's pd nurse stated that the patient did practice aseptic technique when completing peritoneal dialysis treatments and it was unknown whether the patient had developed the infection while hospitalized or if the infection was an exit site infection. Also, this pd nurse reported that no fluid leaks occurred during treatments or prior to infection. On (B)(6) 2016, the patient was discharged from the hospital. It is unknown if the episode of peritonitis has resolved and it is unknown if the patient continues hd therapy.

Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of plant's investigation. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis (pd) nurse reported a patient had a malfunctioning pd catheter and peritonitis. The following is from medical records provided by the patient's treatment facility. While hospitalized the patient had general surgery to remove their catheter and had right arterial-venous fistula inserted on (B)(6) 2016. The patient also had a permacath dialysis catheter placed until their fistula matures for transitioning to hemodialysis. The patient was discharged on (B)(6) 2016.